Event description:
It was reported when using the bd syringe 0.5ml 30ga 8mm 7bag 420cas jp, the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: when removing the shield the needle got attached in package, in the shield.

Manufacturer narrative:
H6: investigation summary. Customer returned images of two 0.3ml, 30 gauge, 8mm syringes from lot 0300021. The syringes have had their needle shields and hubs separate from the barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch# 0300021. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported when using the bd syringe 0.5ml 30ga 8mm 7bag 420cas jp, the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: when removing the shield the needle got attached in package, in the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/31/2022. Investigation: samples were returned along with images of two 0.3ml, 30 gauge, 8mm syringes from lot 0300021. The syringes have had their needle shields and hubs separate from the barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch# 0300021. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported when using the bd syringe 0.5ml 30ga 8mm 7bag 420cas jp, the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: when removing the shield the needle got attached in package, in the shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.